Event description:
Related manufacturer report number: 1627487-2022-06339. It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein an ipg and lead were re-placed. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Further information was received that the patient's ipg was replaced electively.